Manufacturer narrative:
Evaluation summary: the lens was returned adhered to a piece of surgical sponge. The lens case was not returned. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area. The lens is cut into two pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician reported that a patient had "residual hypermyopia" following an intraocular lens (iol) implant procedure. The iol was exchanged approximately two months later with the same model and a 1.5 diopter difference of power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).